Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 412 to 500 mg/dl at the time of the call. The customer went low after treating the high. The customer used the pump to treat the high and used food and glucose tablets to treat the low. The customer experienced high symptoms such as fatigue and eye issues. The customer was wearing the insulin pump during the incident. The customer believes the pump may have over delivered. Troubleshooting was completed but did not resolve the issue. The product will be returned for analysis.